Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope image does not display (unusable device and error display). The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, g4, h2, h3, h5, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315-non-compatible endoscope error, and foreign material on the bending section cover (a-rubber). Based on the results of the investigation, the reported endoscopic image not displayed was caused by corrosion of the scope connector. The root cause could not be specified; however, it is likely attributed to component damage. The event (foreign material on bending section cover) can be detected/prevented by following the instructions for use which state: IFU states the detection method in bf-260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.